Manufacturer narrative:
Device evaluated by MFR: the product analysis was performed. No issues were found, the device appears to be in good conditions. The distal housing of the transducer appears to be in good condition. A piece of plastic was obstructing the guidewire exit port. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. Test guidewire 0.014" was inserted and indication of resistance in tracking the guidewire into of the catheter was noted due to a piece of plastic stuck inside the monorail section of the device.

Event description:
Reportable based on device analysis completed on 03apr2020. An opticross imaging catheter was received with no reported allegation. However, device investigation result revealed a plastic stuck inside the monorail section of the device.